Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the system works fine, the site is happy. It was a user error. The site would call to notify the manufacturer representative (rep) that the system wasn¿t pulling from electronic picture archiving and communication systems (pacs) yet when the rep would arrive the system would work fine. On the most recent visit to the site the rep was able to track everything to the sites lack of knowledge of their own system. The patients would receive their MRI scans from 2 different sites. Their pacs system was setup to pull from both places, but the patient will have 2 different mrn# numbers. If the site searched the patient in the system the patient would always come up under "mgh".  The 2 normal staff members that would pull from pacs would only use the "mgh" numbers and never the other site number.  Once the rep made them aware of this they were able to pull scans properly.  The site is aware that when searching a patient and it populates under the "mgh" number then that means the patient hasn¿t had surgery ever at "mgh" and they need to search under the other site mrn number. In addition to they were spelling names wrong.

Manufacturer narrative:
H3) the software analysis determine that the behavior described is the intended behavior of the software. Software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733467, version #: 2.3. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they reconfigured the network and the issue was resolved. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to receive exams pushed from electronic picture archiving and communication systems (pacs). Troubleshooting revolved checking the network configuration and found the ip address was no longer configured. No patient was present at the time of the event.